Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2018, ddmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with coronavirus disease (covid) positive the day before surgery. The patient had a pocket infection. The implantable cardioverter defibrillator (ICD) system was removed and was not replaced. No further patient complications have been reported as a result of this event.